Event description:
Reporter indicated a vns therapy pt was hospitalized due to seizures, which were at the pt's pre-vus levels. During the hospitalization, it was noticed the pt was having an increase heart rate or possible artifact on the EKG. At the time of the initial report, the physician was attempting to rule out vns as a contributory factor; however, the pt's magnet was not utilized to disable the vns generator to determine the event's association to vns therapy. Good faith attempts to obtain the physician's final assessment were unsuccessful.